Event description:
An error message was reported with the abbott diabetes care (adc) device in use with "xiaomi 220111 8sg" phone with unknown android operating system version 13. A customer received a "replace sensor" message and was unable to obtain readings. The customer was on the way to a pharmacy and experienced symptoms of hypoglycemia, exhaustion, and shaking. At the pharmacy, the customer received a glucose solution and water as treatment from an unspecified third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(Fs librelink:): the most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer reported replace sensor message. The reported issue was investigated and attempted to be replicated and as per the abbott diabetes care compatibility guide, the reported configuration of xiaomi redmi note 11 pro 5g device is not compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. (Sensor:): the most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator and cap and no issues were observed. Sensor cap was retained inside applicator cap. The applicator has been fired correctly. Sensor 0g05n2yuc was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11/224/227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with sensor tail lost contact with interstitial fluid due to sensor is dislodged but remains at on-body. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Data analysis was consistent with a failed insertion of the sensor tail. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with "xiaomi 220111 8sg" phone with unknown android operating system version 13. A customer received a "replace sensor" message and was unable to obtain readings. The customer was on the way to a pharmacy and experienced symptoms of hypoglycemia, exhaustion, and shaking. At the pharmacy, the customer received a glucose solution and water as treatment from an unspecified third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned cap and applicator, no issues were observed. Sensor cap was retained inside applicator cap. The applicator had fired correctly. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11/224/227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with sensor tail lost contact with interstitial fluid due to sensor is dislodged but remains at on-body. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with "xiaomi 220111 8sg" phone with unknown android operating system version 13. A customer received a "replace sensor" message and was unable to obtain readings. The customer was on the way to a pharmacy and experienced symptoms of hypoglycemia, exhaustion, and shaking. At the pharmacy, the customer received a glucose solution and water as treatment from an unspecified third-party. There was no report of death or permanent impairment associated with this event.